Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a broken belt clip and cracked battery cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had to change her battery every three to four days. The customer thinks that her battery might not be working. The customer also stated that she was in the hospital two weeks ago for low blood glucose readings. The customer declined to troubleshoot for low readings. The customer will be sent replacement belt clip and battery cap.